Manufacturer narrative:
(B)(4). The clip delivery system was returned and investigated. The reported physical resistance was unable to be tested as it was related to patient/procedural conditions (operational circumstances). The inability to remove the gripper line was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported physical resistance and inability to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural conditions). The aggregations of forces due to patient anatomy and curves on the system likely resulted in the difficulty experienced by the user while removing the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The jet was extremely lateral, with a very challenging anatomy. The clip delivery system (cds) was advanced to the left atrium. Due to the challenging anatomy, it took 2 hours to position the clip for grasping. After a successful grasp was made, the gripper line was attempted to be flossed, but did not move at all. The system was brought to neutral, but the gripper line still did not move. To check the gripper functionality, the clip was opened to 60 degrees, the grippers were raised, and then the grippers were dropped and closed. Only the anterior leaflet was in the clip, but the gripper line was checked again to see if this maneuver freed the line. The gripper line still did not move. The grippers were raised, the clip was inverted, and the cds was removed without issue. As the case was already 4.5 hours long, the decision was made to discontinue and bring the patient back to try again on a later date. No clips were implanted, and the mr was unchanged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.